Event description:
It was reported that the customer awoke in the morning with elevated blood glucose levels (400 mg/dl range). Upon waking, the customer noted that the basal rate was at zero. The customer was able to resume insulin delivery. During troubleshooting with tandem technical support, review of pump data revealed that during the night, there had been multiple unaddressed low insulin alerts followed by an empty cartridge alarm.

Manufacturer narrative:
The t:slim pump user guide states that a low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.